Event description:
It was reported that to boston scientific via an article published in endourology/urolithiasis that an effect of perioperative tamsulosin on successful ureteral access sheath placement and stent-related symptom relief: a double-blinded, randomized, placebo-controlled study. This study investigated the effect of administering tamsulosin before surgery on the successful insertion of a 12/14 french ureteral access sheath (uas) during the procedure, as well as the impact of preoperative and postoperative tamsulosin use on symptoms related to the ureteral stent. Out of 47 initially enrolled patients, 46 underwent the procedure after one dropout, with a median age of 57.5 years and a median stone size of 13.7 mm. The surgical process involved placing the patient in the lithotripsy position with the right leg slightly elevated to accommodate the robotic arm. Following manual insertion of a guidewire and an 11/13fr ureteral access sheath (uas), the patient cart was docked, and a flexible ureteroscope was operated via console. Patients received either tamsulosin or placebo starting one week before surgery until stent removal. During surgery, ureteral injury was commonly noted while two patients reported adverse events related to tamsulosin use, one patient complained of nausea, and the other orthostatic hypotension. The primary outcome focused on the success rate of 12/14f uas insertion, which was significantly higher in patients who received preoperative tamsulosin compared to a placebo group. Although the tamsulosin group showed trends toward faster operative times and higher stone free rates, it also experienced a higher incidence of minor ureteral injuries, though these differences were not statistically significant. Across all patients, stone free rates reached 93.48 percent for fragments under 4 mm. While 6.9 percent of cases could not accommodate a uas and required simple stenting, no major complications or long-term strictures were observed. Most patients were discharged on the first postoperative day, and minor injuries or infections were successfully managed with temporary stenting or medication within a five-day window.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 02, 2024, was chosen based on the date the article was received. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e1020 captures the reportable event of nausea. Patient code e2015 captures the reportable event of unspecified tissue injury. Patient code e2321 captures the reportable event of hypotension. Impact code f19 captures the reportable event of surgical intervention. Literature source: kyeng hyun nam, jungyo suh, jung hyun shin, han kyu chae, hyung keun park. Endourology/urolithiasis, effect of perioperative tamsulosin on successful ureteral access sheath placement and stent related symptom relief: a double-blinded, randomized, placebo-controlled study, nam et al investig clin urol 2024;65:342-350, https://doi.org/10.4111/ICU.20240005.